Event description:
It was reported that a new ilet user received device alerts indicating an expired infusion set after completing a supply change, and the customer service agent determined the user had performed incorrect steps during the infusion set and cartridge change for a 23-inch teflon 6 mm infusion set. There were no reported adverse clinical effects. Outcomes included successful resumption of insulin therapy following guided troubleshooting and education. Investigation included remote troubleshooting and procedural review with the user. Investigation of this case revealed user error in the supply change process, resolved through step-by-step guidance to rewind, remove and replace the cartridge and infusion set, fill tubing, apply the new infusion set, and fill the cannula. It was concluded, based on previously established findings for similar reports, that the cause was user technique during the infusion set and cartridge change.